Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred on ¿05/13/2015, 12:20.¿ the patient stated they take no medications to manage her diabetes and it is unclear if they took any action to her diabetes management routine as a result of the alleged power issue. During the call with cca the patient began to develop symptoms of ¿shakiness.¿ the patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, and the patient had the correct test strips. In addition cca noted that when the patient pressed the power button the meter did turn on. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.